Manufacturer narrative:
Batch review performed on 11 may 2020: lot 183048: (B)(4) items manufactured and released on 2-jul-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Clinical evaluation performed by medical affairs manager: secondary patella resurfacing performed 1 year and 3 months after primary total knee arthroplasty due to pain in a (B)(6) year old woman. This was probably caused by intervened arthritis of the patello-femoral joint. During this operation, also the tibial insert has been changed to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
1 year and 3 months after the primary the patient showed pain on the patella, therefore the surgeon decided do revise the knee and put a patella. Moreover, since the knee was a little bit instable, we changed intraoperatively from a 10mm to a 12mm inlay.